Event description:
A family member reported that the patient was treated in the hospital for a blood glucose (bg) of high on the meter (over 33.3 mmol/l), large ketones, and nausea. The patient was reportedly treated with intravenous fluids and the patient's lab work came back negative for contributing medical issues. The family member reported that for two days prior the patient's bg was 16 mmol/l to high on the meter and was requiring three times his normal insulin. After the patient was released from the hospital, the patient was reportedly treated with injections and his bg remained under control. Customer support reviewed the pump with the family member. The pump settings and history were confirmed to be correct. The prime history showed several small prime volumes; the family member stated that the patient's site was changed twice and these were complete set changes. The prime history showed primes of 22.7 units and 9.7 units on (B)(6) 2011 and 5.7 units on (B)(6) 2011 and .6 units on (B)(6) 2011. Customer support advised the family member that there was no indication of a mechanical issue with the pump. This report is made based on the allegation that the patient required emergency medical intervention for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).